Manufacturer narrative:
A stryker service tech and a member of the biomed staff at the user facility evaluated the unit and could not replicate the reported condition.

Event description:
It was reported when the caregiver pressed the button on the zoom handle, without pushing the handle forward, the zoom drive took off very fast.